Event description:
The user stated she was receiving erratic results for several assays on several pts. The user found the tubing on the rinse mechanism had a hole in it. She cut off the tubing and reattached it. One calcium result was discrepant. The initial result was 6.87 mg per dl, repeat result after maintenance was 8.94 mg per dl. The erroneous results were reported. The user stated the pt was not treated based on the results. The field service rep determined the cause to be a deteriorated end of the tubing. He shortened the tubing and reattached it to the rinse nozzles. He adjusted the tubing, checked the rinse mechanism levels and checked the gear pump pressure. He ordered replacement tubing to be installed during the scheduled pm. To verify the analyzer operation, he observed proper operation during mechanism checks and successful qc.